Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. Upon arrival, the device did not meet baxter specification and thus repair was required. During visual inspection, the door cover and heater pan were found damaged. The power on self-test and a one hour therapy was successfully performed. For the damaged door cover and heater pan; door cover and heater pan assembly were replaced respectively. The unit was repaired according to required procedures and it passed all check and calibration tests successfully during service. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. It was unknown whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the device history record was performed which did not reveal any issues that were related to the reported event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.